Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported radical-7,shut down immediately by itself after power up. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power but was unable to power on using battery power as the device was returned without a battery. When powered on the device shuts down around 40 seconds after startup and 10 beeps watchdog alarm is triggered. The 10 beeps alarm looped continuously until the device was shut down. The device was not able to obtain readings, and alarmed audibly and visually under alarm conditions. Internal inspection shows the instrument board u21 pin 1 to 6 measures 5.10 ohm, a known good board measures at 3mohm. The 10 beeps anomaly was observed due to a defective instrument board u21 (current limiter ic) failure. A service history record review reveals that this unit was in the field for over one (1) years with no previous reported issues related to this reported event. Initial reporter: (B)(6). Report source: "foreign, user facility" to "foreign, user facility, company representative."